Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone reservoir was leaking at the transfer guard where the transfer guard connects to the reservoir.the blood glucose level was unknown. Product will be returned for analysis.